Event description:
It was reported that customer is experiencing low blood glucose levels. Customer stated he may have been getting too much insulin. Customer's blood glucose reading was between 30 and 40 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).